Manufacturer narrative:
The event of an impedance issue was reported to abbott. The patient underwent a revision of the two leads. The leads were explanted and replaced. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-05790. It was reported that patient was experiencing auto-reducing and high impedance from 2 of their drg leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's two t12 leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.